Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). The actual sample involved in the incident was discarded. However, baxter's servipak department was contacted to attempt to obtain possible lot numbers for the homechoice cassette that may have been involved in this incident. The home patient service representative (hpsr) indicated that the patient received a shipment of homechoice cassettes on (B) (6) 2009 (lot # h09i06017). Therefore, a manufacturing batch record review was performed on this lot for possible involvement. The review identified no issues during the manufacturing process or deviations from standard procedure for this lot.

Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) stated that they wanted to restart therapy. The hp stated that she started the initial drain but her puppy bit through the drain line and now fluid is leaking. The technical service representative (tsr) assisted the hp with ending therapy and the hp will restart the setup with all new supplies. The hc unit was operational. Product surveillance contacted the hp on (B) (6) 2010 and the caregiver (cg) stated that she was unavailable at the moment but he was familiar with the incident of the puppy biting through the drain line. The cg stated that they discarded the supplies and started over with a new set up. He stated that the puppy just happened to come into the room that the hp was in during therapy and chewed the lines on the cassette. He stated that the hp had peritonitis, most likely as a result of the puppy biting through the lines and the infection has resolved; he stated that the nurse was aware of the infection. The cg stated that they have not had any problems since and did not know the lot number of the cassette. The cg stated that the hp is resuming therapy as normal and did not provide any additional information. Additional information, was received from global pharmacovigilance on 02/22/2010. On (B) (6) 2010, the hp's puppy chewed the lines of the cassette. On (B) (6) 2010, the hp was diagnosed with peritonitis, manifested by cloudy effluent. On (B) (6) 2010, a peritoneal effluent analysis and culture were performed and the hp began treatment with vancomycin and gentamicin. On the morning of (B) (6) 2010, the hp was admitted to the hospital for abdominal pain from the peritonitis. The hp was given pain medication to treat the abdominal pain and was discharged home on (B) (6) 2010. Dianeal therapies were ongoing. Per the nurse, the events of peritonitis and abdominal pain were resolved in (B) (6) 2010. It was indicated that the peritonitis was caused by the puppy chewing on the lines of the cassette and was unrelated to the dianeal. The event of abdominal pain was due to the hp's peritonitis and was unrelated to the dianeal. The nurse had no further information about the case.